Event description:
This report was received from a physician of a pt who underwent cataract extraction with implantation of the model 920 uv-absorbing silicone intraocular lens. After implantation, the pt experienced impaired visual function. The lens was found to have plaque on the surface. Yag-coagulation 5eh was done on 11/29/96. The lens was explanted on 12/3/96 and replaced with another. She was prescribed spersadexolin and eye drops alternating every two hours. She has recovered. Lens investigation is pending.